Manufacturer narrative:
The insulin pump passed the displacement, prime/ compromised force sensor and excessive no delivery alarm tests. No excessive no delivery alarm noted during testing. The insulin pump was received with missing segments due to cracked on zebra connector. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had no delivery alarm and display anomaly. The blood glucose at the time of the incident was 128 mg/dl. The customer states the pumps has not been functioning and were advised by healthcare provider to call. The customer had multiple no delivery alarms. Troubleshooting was started when the customer noted having an only a partial display on the pump. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.